Manufacturer narrative:
(B)(4): the meter passed all testing with no faults found. The error could not be reproduced. The test strips were also tested and the primary complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.device returned to mfg date:test strips- 1/7/2013.meter- 1/7/2013.

Event description:
The patient's verio meter reads 370 mg/dl and less than 30 minutes later tested on husband's verio meter and obtained a 170 mg/dl. The patient denied exhibiting any symptoms or seeking any medical attention due to the alleged issue. The test strips were in good condition and not expired. The technique of applying blood on the test strip was correct. The test strip vial was not cracked or broken. A quality control test was not done since the patient did not have any control solution. The product was replaced. The complaint is being reported since the difference between the readings are greater than 30 mg/dl or 30%.

Manufacturer narrative:
(B)(4). Products came back on (B)(4) 2013 and was tested and meter and test strips passed testing. Complaint was not confirmed.